Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that during a cartridge change the prime and fill cannula steps had been completed but the boxes in the history and settings were not checked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/31/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/16/2015 with the following findings: the pump booted to the verify screen with audible and vibratory features. A rewind, load, prime, and fill cannula sequence were successfully performed and all boxes on the ezprime screen were filled. The pump was exercised for 24 hours and all boxes on the ezprime remained filled with no changes at test completion. Product analysis was unable to duplicate the complaint. Unrelated to the initial complaint, the battery compartment was found to be cracked below the bumper pad. The battery cap was not returned; a test battery cap and the returned cartridge cap were used to complete testing.